Manufacturer narrative:
This is dr (B)(6) first use of the hoya lens. He felt the lens was stiff and punctured the capsular bag. The lens was explanted and a vitrectomy was performed. Pt is doing fine.

Event description:
Lens was explanted due to a punctured capsular bag. Pt prognosis is good.